Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 5 months after the dental implant was placed in ada site 3 in the mouth, it had not achieved integration in type iii bone. Clinician reports pain, inflammation and bone loss. Sinus lift performed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 5 months after the dental implant was placed in ada site 3 in the mouth, it had not achieved integration in type iii bone. Clinician reports pain, inflammation and bone loss. Sinus lift performed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.